Event description:
It was reported that the haptic of a aq2015a three piece silicone lens would not stay bent in form and haptic was out of shape". Customer will provided additional information with the returned product.

Manufacturer narrative:
(B)(4). Eval: method - other, work order search. A work order was performed and there was no similar complaints found. Conclusion - (no conclusion can be drawn). Based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).